Manufacturer narrative:
Date of event: estimated date. The device is not returning. Investigation is not complete. A follow-up report will be submitted with all additional relevant information. Literature: "iatrogenic vascular injuries from percutaneous vascular suturing devices".

Event description:
It was reported through a clinical research study article identified a (B)(6) male in which a closer device was used to achieve hemostasis. Reportedly, 20 days post procedure, the patient presented with fever and inguinal pain. Femoral artery ultrasound was unremarkable. A week later, repeat ultrasound revealed a large femoral artery pseudoaneurysm that was subsequently found positive for (B)(6). During surgery, the closer sutures were located in the subcutaneous tissue, remote from the artery. The arterial injury was large, measuring about 10cm in diameter. The infected pseudoaneurysm required wide debridement of infected arterial wall and vein patch angioplasty with the ipsilateral greater saphenous vein. The patient received a blood transfusion. Details are listed in the article, titled "iatrogenic vascular injuries from percutaneous vascular suturing devices".

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. In the absence of device returned for analysis a conclusive cause for the reported suture malposition could not be determined. A conclusive cause for the reported patient effects of pseudoaneurysm, fever, pain, infection, tissue damage and the relationship to the product, if any, cannot be determined. The subsequent treatment of additional therapy/ non-surgical treatment and surgical procedure appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Literature attached: "iatrogenic vascular injuries from percutaneous vascular suturing devices".